Event description:
The following event was reported to ventec via email: ¿suction quit . Red system fault error code (B)(6) 2024 8:26:55 am and again today 1/23 when testing machine, pm due (B)(6) 2024 hrs til pm 5826 afh called phm as pt was going into respiratory distress due to not being able to suction pt. Had rt available to go out to pt home immediately to swap out vents. While rt was in route they called emt, rt arrived before emt and was about to switch out vent and not needing to transport to ER. Als patient.¿ the reporter later advised that they were unable to provide the fault error code. The patient survived the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of suction therapy not functioning as intended was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section h6, adverse event problem - component code, of the initial medwatch report stated: 427. Section h6, adverse event problem - component code, of the initial medwatch report should have stated: blank. Section h6, adverse event problem ¿ investigation findings, of the initial medwatch report stated: 120. Section h6, adverse event problem ¿ investigation findings, of the initial medwatch report should have stated: 3233. Section h6, adverse event problem ¿ investigation conclusions, of the initial medwatch report stated: 4307. Section h6, adverse event problem ¿ investigation conclusions, of the initial medwatch report should have stated: 11. Section h10, additional manufacturer narrative, of the initial medwatch report stated: h6: the device was evaluated by ventec where the reported issue of suction therapy not functioning as intended was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board. Section h10, additional manufacturer narrative, of the initial medwatch report should have stated: h6: an initial evaluation of the device was performed by ventec where the reported issue of suction therapy not functioning as intended was confirmed. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. New information for supplemental medwatch report 001 -- h6: ventec replaced the control board and the compressor to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board and compressor.